Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacture narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
Ch an article published titled "five years comparation of efficacy and safety after icl-v4c implantation for high and super high myopia correction" indicated that during this study there were multiple eyes with multiple patient experienced various adverse events. One eye presented with cataract opacity and the patient had previously underwent prk surgery and icl surgery due to the recurrence of myopia. Two eyes of the same patient experienced maculopathy that affected their visual acuity. In, addition four eyes exhibited increased intraocular pressure postoperatively at 1 week. After treatment or observation, they improved and throughout the follow up period no serious complications occurred in any of the eyes.